Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01208, and 3005099803-2010-01209 for the other associated device information. It was reported to boston scientific corporation that three defective resolution clip devices were used during a colonoscopy performed on (B)(6), 2010. According to the complainant, during the procedure, in all three instances, the clips were positioned in the patient's colon to treat a post-polypectomy bleed. The clips grasped tissue but when the physician deployed the clips, the clips would not release from the catheter. When the physician attempted to remove the clips off of the tissue, in all three instances, the clips released from both the delivery catheter and the tissue. The clips fell into the patient's colon. The physician did not attempt to remove the clips from the patient. There was no visible damage to the delivery catheter on any of the devices. The case was completed with a fourth resolution clip device. In addition, it was reported that the scope was not in a retroflex position and the delay in the procedure did not exacerbate the bleed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.